Event description:
The customer was vomiting and hospitalized for high blood glucose and dka. Troubleshooting was performed. Pump appeared functioning properly. The customer reported having crimping cannulas. The customer also stated that the nurses in the hospital were having problem inserting needles into her site areas because the scar tissue. Advised customer to ask her doctor for alternative site areas to inject.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.